Manufacturer narrative:
H6: previously added imdrf annex code d14 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Further information received stating that the product was not being returned since system has been used since and has had no further issues.

Manufacturer narrative:
E4: uf/importer report/voluntary report # mw (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during nerve monitoring in parotidectomy procedure, nim vital did not simulate upper facial branches for the entire case. After doing it once, made surgeon stressed during the case that had damaged nerve to the eye for the patient. Surgeon spent an extra hour with patient under anesthesia trying to get it to work. Rep was in the room. Could not fix it. Surgeon assumed nerve was damaged although damage could not be seen. Even traced nerves further out than planned to map without success. When patient woke up, completely normal function. Essentially nim told them it was not, and it could have lead to user grafting a nerve and destroying patients function when there was in fact no issues with function. The stimulus and threshold set to standard 0.8mv and 100, was adjusted to try and resolve issue. Chirping sound heard when attempting to stimulate the nerve. There was no muscle relaxant. Nerve stimulated at beginning of case. Surgeon stated same nerve did not stimulate later in case suggesting injury. Other nerves continued to stimulate according. Surgeon looked over nerve to see if there was damage but nerve appeared intact. Upon not getting a response they carried on with case and assumed nerve injury. Patient had no facial paralysis upon waking up. There was minimal waveform similar to artifact responses suggesting nerve damaged.

Manufacturer narrative:
H6: previously added imdrf code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.